Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge successfully. Reportedly, the customer's blood glucose (bg) level was 395 mg/dl with ketones. Additionally, the ketone level was identified as dangerous. To address the bg level, the customer set a temporary rate of 120%, and delivered correction boluses.